Manufacturer narrative:
Eval summary: it is unk whether the screw was inserted under power or with hand torque. There is not enough info to determine the exact cause of failure. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the screw was broken upon tightening. A portion of the screw remains in the pt.